Event description:
It was reported that after a pile of lumber fell on the patient, several contacts showed invalid impedances for the scs lead. Reprogramming was unable to resolve the issue. It was reported the lead had fractured. Surgical intervention was undertaken to replace the lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.